Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00602. It was reported the patient could no longer receive effective stimulation from her scs system. An impedance check revealed high impedances on all the contacts of the right lead. X-rays were done but showed no anomalies. Programming could not provide resolution. As a result, the patient will undergo surgical intervention.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00602. Follow-up revealed the patient had decided not to move forward with the surgical intervention at this time.

Event description:
Reference MFR report number: 1627487-2016-00602. Additional information received indicated that the patient stated that her leads moved a few years back, thus surgical intervention may be pending to address this issue.

Event description:
Reference manufacturer report number: 1627487-2016-00602. Follow up identified that the patient underwent surgical intervention wherein the entire scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2016-00602.